Event description:
The clinician was unable to cool cardioplegia side down to target temperature even thought the unit was fully charged prior to surgery.

Manufacturer narrative:
Unit updated to the latest software. Standpipes exercised by on-site rep. Unit working as expected. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 3 out of 15.